Event description:
It was reported that during a laparoscopy procedure, a piece of plastic fell off the device. It looks like it was part of the gasket. The piece fell into the patient and was retrieved through another trocar. No patient consequence. Another trocar used to complete the procedure.